Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's lead revision was aborted due to patient's anatomy. The reason for revision was unknown.

Event description:
A report was received that the patient's lead revision was aborted due to patient's anatomy. The reason for revision was unknown.